Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7114287.

Event description:
It was reported that the patient was experiencing stimulation on a non-target area. Imaging was taken which confirmed that the lead migrated. Reprogramming was done however stimulation was never fully adequate. The patient underwent a lead explant procedure and the explanted devices will not be returned.